Event description:
Customer reports, the compact system produced a result of 612 mg/dl, which is outside the meter reading range of 10-600 mg/dl. No adverse event related to the device reported. Requested return of suspect device, however, customer discarded the device; replacement was sent.